Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device exhibited a pneumatic compressor alarm after preventive maintenance was performed. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section 5b and h6 (medical device problem code) updated. The customer was contacted for return of the suspect product. The customer has responded and indicated the red cap was not removed prior to powering on the device, this triggered the pneumatic compressor alarm. They removed the cap and power cycled the device. This cleared the error and the device operated normally. The device will not be returning to zoll. This report was inadvertently submitted and reports of this nature typically do not meet reporability requirements. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure -1001 " error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.